Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the carefusion field service representative (fsr ) went onsite and evaluated the device. The fsr duplicated the customer event and isolated the failing component was due to an incorrect f1 fuse on the tca board, which failed (blown) thus creating a blank user interface module (uim). The fsr having repaired the device by replacing the f1 fuse onsite returned the device working to service specifications to the customer. There are no parts expected to be returned for evaluation by the manufacturer at this time.

Event description:
The customer reported an unresolved blank display on startup on this avea ventilator. The customer stated no patient involvement with this event.